Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a patient experienced an allergic reaction to the non-template aligner arch aligners.

Manufacturer narrative:
We reviewed the DHR for this (B)(6) / patient ID# (B)(6) / site ID# (B)(4), qty. (B)(4) item assy-500011 (aligner) and 1 item assy-500010 (templates) were packaged by the second shift by bag-and-box operation on (B)(6) 2025, in manufacturing cell 1, equipment bag-2. The sales order was inspected and met the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material manufacturing of this (B)(6). · raw material: part-501017-b / lot# 09238528 / qty. Received = (B)(4) pcs, inspection date: (B)(6) 2024. The material was found acceptable for use in the suresmile product's manufacture. Photo investigation: the evidence provided (photo) shows the face of a patient; however, it is not possible to identify the type of reaction experienced. No evidence of the devices used by the patient is shown.